Manufacturer narrative:
Ocd qa performed retain testing to confirm reactivity of the fyb and leb antigens. Results were satisfactory. Testing of the returned patient samples was performed by ocd; 1-2+ reactions were observed with cell 1 (lea-b+; fya+b-), 2-2.5+ reactions were observed with cell 2 (lea-b-; fya+b+), no reactivity was observed with cell 3 (lea-b+; fya-b+).